Event description:
It was reported that the patient with this pacemaker experienced an infection following implantation. The physician was aware of the event. At this time, this pacemaker and the right ventricular (rv) lead remained in service. Additionally, the previously abandoned system remained in the patient's body. No further adverse effects to the patient have been reported.